Manufacturer narrative:
This report has been identified as event one of b. Braun (B)(4) internal report # (B)(4). Visual inspection: received the catheter, connector and filter all connected together. Catheter was inserted all the way up to the marking point. Connector was securely closed. Catheter visual inspection the catheter was stretch:ed and fractures were observed from the end of the catheter. Connector visual inspection: no abnormalities were found. Dimension check: catheter length test: company specifications: 910.08mm ~ 929.6mm, sample length: 1129mm, unused reference sample length: 927mm. Catheter length of outer diameter (end of catheter): company specifications: 1.016mm ~ 1.066mm, sample length: 1.0261mm, the sample was within company specifications. Functional test: catheter tensile strength test, company specifications: above 5.5n, test was conducted using the catheter sample and connector sample. Test results: 9.2n, the sample met company specifications. Others: connection check. The catheter was able to be inserted into the connector without resistance and up to the marking point. The connector was able to close securely. Based on the condition of the sample upon receipt, user error is the most likely cause of the reported issue, however due to other reports of this nature the product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (B)(4)): event 1. Catheter detached. Catheter withdrawal from the connector occurred in the ward of gastrointestinal surgery.